Event description:
Probe froze up the shaft during pre-test. Removed and another probe was used. No patient contact.

Manufacturer narrative:
No patient injury was reported. Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed.